Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation procedure the physician was not able to pass the cavity integrity assessment test (cia). The procedure was aborted for a suspected uterine perforation. The physician noted that a hysteroscopy was performed prior to the novasure procedure and the perforation may have occurred at that time. No intervention was required and the patient was discharged home.